Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.6.

Event description:
Patient reports left side lobulated contours, cysts, and "minimum amount of fluid near the periphery of implants, without clinical significance". The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "minimum amount of fluid near the periphery of implants". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reports left side lobulated contours, cysts, and "minimum amount of fluid near the periphery of implants, without clinical significance". The device remains implanted.